Event description:
It was reported patient's ipg was end of life and therapy was lost at an unknown time. As such, surgical intervention was undertaken wherein the ipg was replaced and reportedly therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.